Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose level was greater than 200 mg/dl. The customer changed the infusion set and cartridge multiple times. The customer did not observe any damage to the cannula. Although the pump system check and t:connect logs showed the pump to be functioning as intended, the customer thought the occlusion issue was not resolved and reverted to using insulin injections to manage diabetes.